Manufacturer narrative:
This report is for an unknown fns antirotation screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that an open reduction internal fixation surgery was performed on (B)(6) 2020 to treat patient¿s femoral neck fracture with femoral neck system (fns). The surgery was completed without any surgical delay. It was reported that the varus and clear-zone around the implants were found after the surgery. The revision surgery was performed on (B)(6) 2020 by replacing the femoral neck with artificial head. The revision surgery was completed without any surgical delay. Patient outcome is reported as stable. No further information is available. Concomitant devices reported: fns plate (part # 04.168.000s, lot # unknown, quantity 1); fns bolt (part # unknown, lot # unknown, quantity 1); locking screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown fns antirotation screw. This is report 2 of 4 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- an inferior femoral head shift and a clear zone is visilbe on the received x-rays, but no varus angulation. However, the shift can be essentially considered a varus movement, so the reported issue is confirmed. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.